Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. The screen became cracked because the customer was playing baseball while wearing the pump. The customer's blood glucose level was 154 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.